Event description:
It was reported that the patient with complete heart block was admitted with syncope and a heart rate of 24 beats per minute with no evidence of pacing on the electrocardiogram. It was also reported that the device could not be interrogated. In addition, it was reported that the estimated battery longevity from the previous patient visit about nine months prior was 1.5 - 4 years and premature end of life was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient with complete heart block was admitted with no evidence of pacing on the electrocardiogram. It was also reported that the device could not be interrogated. In addition, it was reported that the estimated battery longevity from the previous patient visit about nine months prior was 1.5 - 4 years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.